Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery had not lasted as expected and that there was a crack in the battery compartment. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened. The battery cap threads were found to be damaged. The battery compartment was found to be cracked in the thread area and below the grip pad. There was no evidence of a short battery life observed in the black box. The current draws were found to be within specifications. There were no "battery life" issues duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components was found inside the pump.